Manufacturer narrative:
Concomitant medical products: product ID 3889-33, lot# va1223w, implanted: (B)(6) 2017, product type: lead.

Event description:
The caller stated that all impedances were within the normal range when the doctor ran them at 1v. The caller stated that the patient was in a staged trial and got good stim and therapy at low amplitudes (1.5v). The patient came in office today for a follow-up because they were not getting therapeutic effect. The caller stated that impedances looked normal. The doctor attempted to increase amplitude on the four standard programs but the patient wasn't feeling stim at 7v. The caller stated that the patient claimed to feel some stim during impedance tests at 1v. The caller wanted to know what other troubleshooting to try. Additional information received as programming was carried out in the office today - stim was turned off prior to today. Lateral xrays were taken which confirmed that the lead had migrated out of the original placed location and that was why the patient was not feeling stim/getting therapy. They plan to replace or revise the lead tentative scheduled to next week but the caller stated that the patient might not be able to make that date and it will likely be pushed to (B)(6). Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported. Patient was implanted for gastrointestinal/pelvic floor.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3889-33, lot # va1223w, implanted: (B)(6) 2017, product type lead.

Event description:
Additional information from the manufacturer representative (rep) reported there was no pain that they were aware of. The rep stated they were not aware of the patient¿s weight, but the healthcare professional¿s (hcp) office did confirm that it had not change significantly since the date of placement. The rep noted the patient is obese. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.